Manufacturer narrative:
The ventilator was examined by the hospital staff and no malfunction was found. There was no recurrence of the reported issue. No information has been received regarding any parts replacement. No service on the ventilator has been requested by the hospital. The ventilator has been returned for clinical use. It was reported that when the patient circuit became disconnected, the ventilator detected and generated alarms for the disconnect situation but the alarm was unnoticed at first. Information how the patient breathing circuit became disconnected has not been received. Our conclusion is that a problem occurred with the breathing circuit system. It was detected by the ventilator system and alarms were generated. The reported problem was not reproduced and no parts were replaced. There is no indication of ventilator malfunction.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, the patient circuit became disconnected. Alarms were generated but was unnoticed at first. There was no patient harm. (B)(4).